Event description:
It was reported that psi was inserted via rt groin on 09/205 in cath lab. Sheath was sutured in place and tegadren adhesive placed over insertion site and sidearm. Two hours after insertion, sheath was removed in ICU under full cardiac monitoring. As user removed tegaderm from sidearm, sidearm became disconnected. Blood pulsated out of the hole. Sheath was quickly clamped and removed. No patient complications reported.

Event description:
Psi was inserted via rt groin in cath lab. Sheath was sutured in place and tegaderm adhesive placed over insertion site and sidearm.two hours after insertion, sheath was removed in ICU under full cardiac monitoring. As user removed tegaderm from sidearm, sidearm became disconnected. Blood pulsated out of hole. Sheath was quickly clamped and removed. No patient complications reported.